Event description:
Customer reported when the alarm is set to voice mode, static is heard. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product did not confirm the reported issue. Evaluation revealed that the unit powers on, but when set to voice and tone or voice only modes, there is no voice, only the tone mode sounds. Also, there is battery leakage residue inside the battery compartment. (B)(4).